Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/29/2010, 02/01/2010, 02/02/2010, 02/03/2010, 02/17/2010, and 02/21/2010 by phone, fax, and mail. A completed questionnaire was received on 02/22/2010. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon does not believe there was a problem with the iol, but was unwilling to provide any further information.